Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant product: 439688 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the clinic must be informed that although the remote transmission was received, it was unable to be processed in the remote monitoring website. It was discovered that the patient's cardiac resynchronization therapy pacemaker (crt-p) had the implant detection set to "on" and would need to be turned off in order for successful transmissions to post in the remote monitoring network. The clinic was informed of the need to turn off implant detection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.